Event description:
It was reported that clips were not loaded into the jaws of the applier properly. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. A clip was partially loaded incorrectly as it was stuck in the bent rotation tab. One loose clip was returned with the device. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Upon completion of the trigger cycle, the next clip was partially loaded incorrectly as it also got stuck in the bent rotation tab. That clip was also manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. It was also observed that the bottom jaw did not have the correct surface finish. This is a cosmetic issue and it does not affect the functionality of the device. However , a nonconformance has been opened to further investigate this issue. The sample was received with 7 clips remaining, including the partially loaded clip, indicating that 8 clips were fired by the end user, including the loose clip that was returned. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with its rotation tab bent. Upon functional inspection, the clips were unable to properly load. The sample was disassembled , and it was confirmed that the clips were out of position and stacking on one another. It was also observed that the bottom jaw did not have the correct surface finish. This is a cosmetic issue that does not affect the functionality of the device. However, a nonconformance has been opened to further investigate this issue. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips were not loaded into the jaws of the applier properly. Therefore, a new unit was used instead.